Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient had bilateral hip surgeries on (B)(6) 2009. Since then, patient complains of on and off pain in both hips. MRI and testing have shown fluid build up in both hip joints. The toxic liquid has caused the bone to deteriorate. Patient will undergo aspiration of both hips next week. His surgeon has scheduled him for revision surgery on (B)(6) 2012 for both hips.